Event description:
According to the reporter: the surgeon tried to insert the cannula twice. On the third attempt he managed to get it thru the perinium but in doing so felt the tip break off the bladeless trocar. An exploration was done in the abdomen but the small white tip was not found. The surgeon carried on with the operation and finished it with no further problems.

Manufacturer narrative:
(B)(4).